Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys hcg + beta test system (hcgb) on a cobas 8000 e 602 module. The sample initially resulted with an hcgb value of 0.323 miu/ml and this value was reported outside of the laboratory. The doctor requested a repeat of the sample because in another laboratory, the result from the patient was positive. The sample was repeated twice on (B)(6) 2018, resulting as 287.3 miu/ml and 248.8 miu/ml. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 284292. The reagent expiration date was asked for, but not provided. The provided calibration signals were slightly lower than expected. Based on a review of worldwide data of qc recovery for the reagent/calibrator lot combination used by the customer, no reagent issue was found. The sample had a low sample volume. Upon review of the alarm trace, an abnormal sample aspiration alarm was observed. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The hcgb reagent expiration date was 28-february-2019.